Manufacturer narrative:
Insulin pump passed the displacement, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip and scratched lcd window.

Event description:
Customer reported receiving a no delivery alarm and stated that they were unable to prime. Customer's blood glucose reading at the time of the call was 376 mg/dl and has treated with injections. No further information reported.